Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. Failure event observed during analysis. The complete lead was returned in one piece, measuring 53.1 cm. Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil at 17.0 to 17.1 cm from the connector pin. The abrasion was consistent with friction to another device or features of the heart.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02319. It was reported that the patient presented in the hospital for follow up. Interrogation of the patient's device revealed that the left ventricular lead was not capturing. The lead was explanted, and during the procedure, the atrial lead was dislodged and explanted as well. Both leads were replaced. The patient was in stable condition.